Manufacturer narrative:
Only the used device was returned loose inside the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was completely advanced with the distal portion of the blue plunger extended beyond the device tip. There was no damage observed to the used device. The lens was not returned for an evaluation. It is unknown if the reported "chalk like piece" on the optic was a foreign material, dried viscoelastic from the delivery, remainder of eye tissue, or delivery damage to the optic material (such as a scrape mark) that my have ruffled the optic material backward. That type of delivery damage can appear as a white colored anomaly if viewed using a direct light source. There were no photos provided of the lens. The reported "chalk" like piece of foreign material was not returned for testing or evaluation. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The device had no torn, disrupted, or missing coating observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The reported foreign material was not returned for testing or evaluation. No photos were provided. The used device was returned and evaluated. No damage was observed. Top coat dye stain testing was conducted with acceptable results. Follow up information was provided that indicated thte patient underwent bilateral surgery. The complaint concerns the left eye. The lens was indeed placed. No negative consequences seem to have occurred and visibility is good at the last check. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the lens was indeed placed. There were no negative consequences seem to have occurred and visibility is good. On (B)(6) 2023 the patient had last check.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during the intraocular lens (iol) implant procedure, during placement of the lens, noticed a chalk like piece on the optic of the new one. There was a patient contact. The procedure was completed with new device.additional information has been requested.